Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) l4-l5 and l5-s1 degenerative disc disease. 2) l4-l5 and l5-s1 spondylosis with facet arthropathy. 3) foraminal stenosis, right l5 nerve root with right l5 radiculopathy and underwent the following procedures: 1) l4-l5 and l5-s1 posterior lumbar interbody fusion. 2) l4-l5 and l5-s1 posterolateral fusion. 3) right l4-l5 facetectomy with foraminotomy. 4) l4 to s1 posterior segmental instrumentation. 5) use of intervertebral biomechanical device l4-l5 and l5-s1. 6) use of fluoroscopy greater than one hour 7) use of morselized allograft. 8) use of local autograft. As per op-notes,¿ the vertebral end plates were roughened, removing the cartilage end plate down to bony end plate into bleeding bone. After complete diskectomy was performed at l5-s1 disk space, a 12x26-mm trial cage was placed into the disk space. This was confirmed with ap and lateral fluoroscopy. I removed the trial as there did appear to be good fit. The wound was copiously irrigated with three liters of normal .saline. Two bmp (bone morphogenic protein) sponges were placed anterior to the cage. This was followed by cancellous allograft chips with demineralized bone matrix and this was mixed with the local autograft which was obtained from laminectomy. This was also placed in the anterior aspect of the wound. A peek cage from was utilized. This was filled with two sponges. The cage was advanced across the disk space. The distraction rods were removed. They were placed in between the pedicle screws at l4 and l5. Exact same procedure was performed using 14x26-mm peek cage being placed into this disk space, which was also filled with two bmp sponges and two bmp sponges were placed in the anterior aspect of the disk space as well as bone graft.¿ the patient tolerated the procedure well without any intraoperative complications.